Event description:
It was reported the patient presented in the ER with a vibratory alert for non sustained rv oversensing. Egm shows lead noise. Tachycardia therapy was turned off due to patients improved heart function.

Manufacturer narrative:
(B)(4).